Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing poor image quality. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of this transducer confirmed the poor image quality as described by the customer. Investigation of the device noted extensive damage to the tip and window causing oil separation. The poor image quality was caused by this oil separation.